Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address stem loosening at the cement/implant interface. Depuy cement was used at the time of original implantation. Osteolysis was also reported.

Manufacturer narrative:
The product associated with this report were not returned. A complaint database search finds no additional reports against the femoral stem product/lot combination. A DHR review and test of retained samples for the cement product found all specifications were met. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.